Manufacturer narrative:
New, updated and corrected information is referenced within the update statements. Please refer to update statement dated 21sep2017. No further follow-up is planned. Evaluation summary: the patient's father reported, on behalf of his daughter, the "risk" that marked the dose in the dose window (dose arrow) of her humapen luxura hd device pointed between 1 unit and 1.5 units. The patient's father was not sure if the patient was receiving the correct dose. The patient experienced increased blood glucose. Investigation of the returned device (batch 1401g10, manufactured january 2014) found the device met functional requirements and met dose accuracy and glide (injection) force specifications. The investigation also found the device exhibited the proper dose number alignment. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer who was contacted by the company via a patient support program (psp), concerns a (B)(6) female patient of unknown ethnicity. Medical history included type I diabetes. Concomitant medications included insulin degludec for type I diabetes. The patient received insulin lispro (rdna origin) injection (humalog) cartridge, unknown dose, frequency or route of administration, for type I diabetes, beginning on an unknown date between the end of (B)(6) 2017 and the beginning of (B)(6) 2017. In (B)(6) 2017, reported as since the patient started insulin lispro via humapen luxura half-dose, the risk that marked the dose at the dose window stayed between one unit and the other one; was not in the correct place to show the dose ((B)(4) /lot 1401g10). Due to this, it was unknown if the patient was receiving the correct amount. Insulin lispro therapy was continued. On an unknown date patients glycaemia raised even with her father making bolus when applying the medication and on (B)(6) 2017 and on (B)(6) 2017 patient glycaemia was over 300 (no units and normal ranges were provided), which was considered serious due to medically significant reasons by the company. It was reported that patients father bought another box from another batch number and patients glycaemia was normalized with the bolus, so patient was recovered from the event of blood glucose increased. No other information about exams, corrective treatment and outcome was provided. On (B)(6) 2017 insulin lispro therapy was ongoing. Patients father operated the device, it was unknown if he was trained. It was unknown how long the patient had used the device model. The patient had used the reported device lot 1401g10 for approximately 2 months. The device, which was manufactured in jan2014, was returned to the manufacturer on 21aug2017. Upon investigation, the device was noted to be functioning properly. The reporting consumer related the event of blood glucose increased to insulin lispro therapy as it was reported that the medication did not make the effect that it should. The reporting consumer did not provide an opinion of relatedness between the event of it was unknown if the patient was receiving the correct amount of medication and insulin lispro, but considered it related to the device complaint. No other relatedness opinion was provided. Update 24jul2017: additional information received on 21jul2017 from the initial reporting consumer was processed within the initial case. Update 09aug2017: additional information received on 07aug2017 from the initial reporting consumer. Case was upgraded and became serious. Added serious event of blood glucose increased. Updated relatedness opinion. Updated device operator. Complete EU/ca fields for the suspect device. Updated narrative and corresponding fields accordingly. Upon internal review the non serious event of off label use was added to the case. Edit 10aug2017. Case was opened to enter medwatch device fields for device reporting. Update 21sep2017: additional information received on 21sep2017 from the global product complaint database. Recoded humapen luxura half-dose pen from model number ms9673a to ms9673. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device for the (B)(4) associated with humapen luxura half-dose device. Corresponding fields and narrative updated accordingly. Edit 25sep2017: corrected dsss report typing error from 21sep2017 on 25sep2017; no new information was received.

Manufacturer narrative:
This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This solicited case, reported by a consumer who was contacted by the company via a patient support program (psp), concerns a (B)(6) female patient of unknown ethnicity. Medical history included type I diabetes. Concomitant medications included insulin degludec for type I diabetes. The patient received insulin lispro (rdna origin) injection (humalog) cartridge, unknown dose, frequency or route of administration, for type I diabetes, beginning on an unknown date between the end of (B)(6) 2017 and the beginning of (B)(6) 2017. In (B)(6) 2017, reported as since the patient started insulin lispro via humapen luxura half-dose (lot 1401g10), the risk that marked the dose at the dose window stayed between one unit and the other one; was not in the correct place to show the dose (pc 4067804/lot 1401g10). Due to this, it was unknown if the patient was receiving the correct amount. Insulin lispro therapy was continued. On an unknown date patients glycaemia raised even with her father making bolus when applying the medication and on (B)(6) 2017 and on (B)(6) 2017 patient glycaemia was over 300 (no units and normal ranges were provided), which was considered serious due to medically significant reasons by the company. It was reported that patient's father bought another box from another batch number and patients glycaemia was normalized with the bolus, so patient was recovered from the event of blood glucose increased. No other information about exams, corrective treatment and outcome was provided. On (B)(6) 2017 insulin lispro therapy was ongoing. Patients father operated the device, it was unknown if he was trained. It was unknown how long the patient had used the device model. The patient had used the reported device lot 1401g10 for approximately 2 months. The device was being retained for possible return. The reporting consumer related the event of blood glucose increased to insulin lispro therapy as it was reported that the medication did not make the effect that it should. The reporting consumer did not provide an opinion of relatedness between the event of it was unknown if the patient was receiving the correct amount of medication and insulin lispro, but considered it related to the device complaint. No other relatedness opinion was provided. Update 24jul2017: additional information received on 21jul2017 from the initial reporting consumer was processed within the initial case. Update 09aug 2017: additional information received on 07aug2017 from the initial reporting consumer. Case was upgraded and became serious. Added serious event of blood glucose increased. Updated relatedness opinion. Updated device operator. Complete EU/ca fields for the suspect device. Updated narrative and corresponding fields accordingly. Upon internal review the non serious event of off label use was added to the case. Edit 10aug2017. Case was opened to enter medwatch device fields for device reporting.